Manufacturer narrative:
If new information is received a follow-up report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture. As a result, the physician explanted the lead and replaced without incident, another boston scientific lead. No adverse patient effects reported and the explanted lead is not intended to be returned for post market evaluations.